Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and a microscope and found foreign matter observed inside the bag with the liquid. The reported condition was verified. The white particle was identified to be consistent with abs material; color and morphology suggests it may possibly be from an abs spike connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling a eva tpn bag with solution, white foreign matter was observed inside the solution bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected data: lot number. Summary statement changed to: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and a microscope. Foreign matter was observed inside the bag. The particle was consistent with white abs material, which is used in the fill port cap and connector. The reported issue was verified. The cause was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.